Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to spec. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient rec'd a tka, which included a tm patella, on (B)(6) 2014. On (B)(6) 2015 the persona tibia component was revised due to pain and possible loosening. It is unclear if the tm patella was also revised. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.